Event description:
Pt had the essure procedure (B)(6) 2011 and began experiencing pain shortly thereafter. Her (B)(6) months hsg performed (B)(6) 2011, reflected the device had perforated the tube and was in the abdominal cavity. The physician performed a laparoscopy filshie clip tubal ligation on the patent side (B)(6) 2011 and removed the perforated device at the same time. Contacted the physician's office (B)(6) 2011 and the physician's nurse reported her f/u visit was (B)(6) 2011 and her symptoms have resolved.

Manufacturer narrative:
(B)(4).